Manufacturer narrative:
Device codes: 2017 labeled. Internal file number: (B)(4). Device coding 2017 - force applied to remove device. Evaluation summary: the device was returned for analysis. Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue and difficulty removing the device could not be replicated in a testing environment because the device was returned with the inner and outer member stretched and torn. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted coronary dilatation catheters (cdc), trek rx, global, instruction for use (IFU) states that if resistance is felt, determine the cause before proceeding. Force was applied to remove the device, which did not contribute to the reported issue. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. The noted inner and outer member stretching and tearing was likely due to handling during removal of the device as resistance was encountered and the balloon was removed inflated. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the marginal artery. The 2.5x12mm trek balloon dilatation catheter (bdc) was advanced to the target lesion for pre-dilatation. The bdc was inflated twice to 12 atmospheres without issue; however, the balloon failed to deflate. The indeflator was replaced, and a syringe was also attempted, however, the bdc did not deflate. Resistance was felt when removing the bdc through the guide catheter. Force was used to remove the bdc. A same size trek bdc was used to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.